Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3 - device status changed from "device not returned" to "device discarded."

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 adaptor connector broke. No reported patient issues.